Event description:
Dealer states he's getting a 6 wrench flash, bad left brake. (B)(4). Dealer states that unit will move intermittently but stops with error code. No further information available from dealer.